Manufacturer narrative:
Age at time of event: birth year is (B)(6).

Event description:
It was reported that the burr became stuck in the lesion. A 1.25mm rotapro was selected for use for a percutaneous coronary intervention (pci) procedure of a calcified distal right coronary artery (rca). The lesion length was short. A pecking motion was used for advancement and the rotapro was advanced. The physician was able to burr through the lesion fine. The system stalled. The burr became stuck at the ostium of the rca when the physician tried to dynaglide out of the artery and the burr encountered some resistance on the guidewire. Open heart surgery was performed to remove the burr. There was no damage observed on the burr. The patient's status was fine post procedure.